Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in regarding a supply bag line blocked alarm while in dwell 3 of 4 and reported having a hard time breathing. During follow up the pd nurse stated the patient increased their delflex solution strength from 1.5% to 2.5% which resulted in them having trouble breathing. It was noted that the patient had a history of non-compliance with diet as they had increased fluid intake which might have contributed to the patient¿s symptoms. The patient did not require medical intervention as the issue of shortness of breath resolved with resuming treatment utilizing the 1.5% delflex. On (B)(6) 2017 during a clinic visit it was discovered that the patient had continued to experience symptoms of shortness of breath and cough and was diagnosed with pleural effusion. The patient was directed to the emergency room where the patient underwent a thoracentesis in an outpatient status. An amount of 1.4l fluid was drained from the patient. The patient did not require hospitalization and has since continued pd therapy on the liberty cycler with no reported issues. The patient had continued pd treatment throughout the duration of this event. The patient has recovered and continuing pd treatment.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the patient¿s shortness of breath and resulting diagnosis of pleural effusion and the liberty cycler. Initially, the liberty cycler was evaluated for the drain complication issues in which the patient did not report any medical issues or receive any medical intervention. Initially, the plant investigation could not confirm the reported drain complications. The medical intervention related to the pleural effusion was not reported until (B)(6) 2017 at which time the liberty cycler had already been investigated under the two previously mentioned files. With the additional information it cannot be ruled out that the liberty cycler could have contributed to the shortness of breath and subsequent pleural effusion. It is unknown when the patient began experiencing symptoms of shortness of breath as the first reported issue states that she has had that feeling previously. Additionally, it is documented through the pdrn that the patient is non-compliant with diet, consuming increased fluids, and that the patient attempted to treat herself by changing delflex strengths. It is also unknown if the patient has any comorbidities that could have contributed to the pleural effusion, such as cardiac history. The patient continued ccpd therapy from when the cycler was replaced on (B)(6) 2017 when the pleural effusion was diagnosed and the thoracentesis was performed without any reported issues or reports of increasing symptoms.